Event description:
The customer was hospitalized for high bgs. The doctor feels that the customer was under unusual stress. A fixed prime test was performed and a very little insulin came out. It was indicated that the customer does not have another set to change out. It was informed that the customer maybe discharged the day of call. Advised the customer to call the help line for further troubleshooting.